Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir would not lock in place. The customer reported that the reservoir would come out of the insulin pump and would leak. The customer's blood glucose was 252 mg/dl at the time of incident. The insulin pump will not be returned for analysis.